Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with long charge time via merlin.net transmission. The long charge time was previously noted. Device replacement was suggested. The physician decided not to explant the device and continue to monitor the patient via merlin.net transmission.

Manufacturer narrative:
No conclusion code available; the reported charge timeout was confirmed in the laboratory via review of the device image. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and excessive current consumption was found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly. The cause of the premature battery depletion was excessive current consumption on the electronics module of the device.

Event description:
New info received: patient was stable after the procedure.

Event description:
New information received indicates that the device was explanted.